Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the blood glucose reading of 358 mg/dl on the reported meter, and a reading of 220 mg/dl on another manufacturer¿s meter within 30 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. On (B)(6) 2013 the patient took a decreased dose of insulin, 40 units instead of 52 units; he did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient¿s testing technique was correct. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.